Manufacturer narrative:
As reported, while pulling a 5f mynxgrip vascular closure device (vcd) back, the balloon pulled through the access into the sheath. The sheath and device came out, and manual pressure was held for hemostasis. There was no reported patient injury. There was no known calcium in the closure area. The device was stored and prepped according to the instructions for use (IFU). The vcd was used in a diagnostic procedure. The user was mynx certified. The vcd was used with a 5f 10cm non-cordis sheath. The femoral artery's suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5mm. There was no vessel tortuosity. Hemostasis was achieved by manual compression for 15 minutes. The vcd was inserted up to the white line, the syringe was inflated and the system was lifted 45 degrees and pulled to the first stop easily. When the sheath was attempted to be pulled for the second stop, the femoral sheath would not come back. When the sheath was attempted to be pulled back manually, the sheath came out too far. The syringe was then deflated and the device was pulled out. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with the stopcock in the closed position. The advancer tube and sealant remained in their manufactured positions. The syringe was received connected to the device, but the procedure sheath was not returned. Additionally, the balloon was partially deflated. No other anomalies were observed during the visual analysis. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device. During this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was able to be inflated and deflated with proper functioning of the inflation indicator as intended per mynxgrip instructions for use (IFU). Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f2435103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-pull through¿ was not observed through analysis of the returned device since the device passed dimensional and functional analysis with no other anomalies noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel conditions and/or procedural/handling factors (issues were experienced retracting the sheath) likely contributed to the reported pull through experienced, especially since there were no anomalies noted to the balloon during analysis. According to the IFU, which is not intended as a mitigation, once the device is inserted into the sheath, the IFU instructs to ¿inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. It should be noted that if excessive tension is applied to the device during the balloon positioning step, this can cause the balloon to be pulled through the arteriotomy/venotomy. Neither the product analysis, the phr review, nor the reported information suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while pulling a 5f mynxgrip vascular closure device (vcd) back, the balloon pulled through the access into the sheath. The sheath and device came out, and manual pressure was held for hemostasis. There was no reported patient injury. There was no known calcium in the closure area. The device was stored and prepped according to the instructions for use (IFU). The vcd was used in a diagnostic procedure. The user was mynx certified. The vcd was used with a 5f 10cm non-cordis sheath. The femoral artery's suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. Hemostasis was achieved by manual compression for 15 minutes. The vcd was inserted up to the white line, the syringe was inflated and the system was lifted 45 degrees and pulled to the first stop easily. When the sheath was attempted to be pulled for the second stop, the femoral sheath would not come back. When the sheath was attempted to be pulled back manually, the sheath came out too far. The syringe was then deflated and the device was pulled out. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.